Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent the spectroscopic fracture surgery for femur tibia with tna and rfna. Both femur and tibia had fusion failure and the patient is scheduled for revision surgery on february 14. X-ray confirmed that the second locking screw from the distal end of the rfna had come out about 60%. The removal or replacement is scheduled at the time of reoperation. The causal relationship between fusion failure and screw derotation is unknown. Implant date : (B)(6) 2022, explant date : (B)(6) 2023, no further information is available. This report is for one (1) unk - nails: rfna. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unknown nails: rfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.